Event description:
The patient reported that never had therapeutic effect. The patient indicated that she want the device removed. The patient asked if the neurostimulator (ins) could "dislodge, because she felt that the battery has moved from where it was put originally. The patient thought it was putting pressure on the patient sacral nerve and was having such hip pain." The patient indicated they have tried all the programs at various settings and still no therapy effect. The patient stated they are "not noticing any discomfort where the leads were put in." It was noted that the following symptoms occurred following an implant. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported later that patient has had no results with therapy. The patient stated she did not even have implant turned on anymore. The patient stated she has been working with health care provider (hcp) and has had device reprogrammed.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# njd201646n, product type: programmer, patient. Product ID: 3889-28, lot# va0kmnl, implanted: (B)(6) 2014, product type: lead.